Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: february 20, 2025, section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was inspected under magnification. The lens was received cut in half. The lens pieces were cleaned and presented with no additional issues. Due to the condition of the lens received, no further analysis could be performed at the manufacturing site. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded toric intraocular lens (iol), the patient's astigmatism doubled to about -2d after surgery and the patient was dissatisfied. The patient's astigmatism before surgery was about -1d. The lens was not rotated, and the test was carefully performed 3 times when using the toric lenses at this hospital. There were no patient injury reported, and no additional medical intervention was required. Through follow-up, we learned that the patient visual acuity after the lens implantation was 0.5. The lens was explanted. The patient did not present any complications following the procedure. The patient was not hospitalized. No further information was provided.